Event description:
The case states that there was mucosal irritation while using the medivators jetprep during an endoscopy procedure.

Manufacturer narrative:
The case states that there was mucosal irritation of the colonic tissue while using the medivators jetprep during a patient endoscopy procedure. This physician noted observation was reported by a medivators sales representative, who is still in close contact with this customer. There is limited information with regards to current patient status. No long-term injury or illness reported. This complaint will continue to be monitored within medivators complaint system. Physician disposed of product.